Event description:
This is the third report of three from the same facility, the same surgeon same product; same issue but different pt. There was no pt info reported. It was reported that a piece of 5cms x 5cms idrt bilayer was badly kinked. (This was the third of three times this has happened in the past few weeks).

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported info.